Manufacturer narrative:
(B)(4). Concomitant medical products: g7 screw 6.5mm x 25mm, catalog #: 010000998, lot #: 3784468; g7 screw 6.5mm x 35mm, catalog #: 010001000, lot #: 3784460; g7 screw 6.5mm x 50mm, catalog #: 010001003, lot #: 3687063; g7 screw 6.5mm x 15mm, catalog #: 010000996, lot #: 3671660; g7 screw 6.5mm x 15mm, catalog #: 010000996, lot #: 3446893; g7 osseoti multihole 62mm h, catalog # 110010269, lot # 3556650; g7 neu +5mm e1 liner 36mm h, catalog # 110017222, lot #3579761. Customer has indicated that the product will not be returned to zimmer biomet for investigation, remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a left hip arthroplasty revision, while the surgeon was removing the cup, one of the screws broke. This resulted in a 40 minute delay. The patient retained broken screw. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Concomitant medical products: 010000998, lot 3784468 UDI: 0 0880304 52746 1 manufacturing date: apr 26, 2016 expiry date : apr 16, 2026 010001000 lot 3784460 UDI : 0 0880304 52748 5 manufacturing date: apr 17, 2016 expiry date :apr 17, 2026 010001003 lot 3687063 UDI : 0 088304 52751 5 manufacturing date: nov 11, 2015 expiry date :nov 11, 2025 010000996 lot 3671660 UDI: 0 0880304 52744 7 manufacturing date: oct 16, 2015 expiry date : oct 16, 2025 010000996 lot 3446893 UDI : 0 08 80304 52744 7 manufacturing date: oct 9, 2017 expiry date : oct 9, 2024. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.